Event description:
The post-op c-section developed a skin irritation/rash exactly where the adhesive of the c-section drape contacted the skin. Steroid creams were required to treat the affected area. Patient had no residual effects.

Manufacturer narrative:
Per cardinal health internal supplier conventions; the incise component used for the above-mentioned drape has a tackified acrylate based adhesive, no natural rubber present. During development all materials used were evaluated for biocompatibility and tested according to co's evaluation of medical devices. The materials successfully completed these tests. Unfortunately, no test or series of tests can guarantee particular item will be compatible with all users. There have been no other incidents reported of any irritation with this drape for the past 2 years. Convertors will continue to monitor the customer base for complaints of this nature.